Event description:
Initial troponin t result of 0.04 ng/ml. A sample drawn 2 hours later on the same patient recovered 0.04 ng/ml on the initial analyzer, and 0.01 ng/ml on a different instrument using the same method. A new sample drawn 6 hours after the initial sample was drawn recovered 0.04 ng/ml on the initial analyzer, 0.014 ng/ml on the second instrument using the same method, and <0.080 ng/ml using a different instrument, different method. The initial result was reported. Patient not adversely affected. The field service representative determined the cause to be the adjustment of the pmt voltage. The instrument was repaired.